Event description:
It was reported that before an unknown procedure, there was a blind unit. No further information is available. Unknown how case was completed. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). The analysis results found that the ez45g device was received with the clamping and firing mechanisms damaged and with a fully fired reload present. No functional test could be performed. The device was disassembled to verify the condition of the internal components; the firing trigger teeth, channel retainer and firing rod were noted to be damaged. While no conclusion could be reached as to what caused the device to become damaged, it should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the require specifications prior to shipments, (B)(4).